Event description:
Patient had a watchman flx left atrial appendage closure device placed in left atria. Discharged home the same day. Patient came back to ER days after with sob (shortness of breath). Watchman flx device had migrated out of left atria and was in left ventricle. Patient required emergency surgery to remove the device.